Manufacturer narrative:
The devices associated with this report were not returned. Depuy (B)(4) was unable to retest the retained sample of this product, as it is approximately 3-4 years old and has expired retention, in accordance with the quality retained sample procedure ((B)(4)). However, a previous investigation in 2008 found that depuy (B)(4) states the retesting of retained samples of this product, has clearly demonstrated that it still meets all handling and mechanical specifications. Review of the device history records found no deviations from normal process. A search of the complaint database found two prior reports for this part and lot number combination; however, review of the as400 system show that 1,332 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. A search of the complaint database found no prior reports for glenoid part and lot number combination. Review of the as400 system show that 9 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address glenoid loosening at the cement/bone interface.